Event description:
It was reported that the interrogation button was grayed on (B)(6) 2015 and the physician could not interrogate devices anymore. When the programmer was rebooted, normal functioning was observed. Preliminary analysis did not confirm the reported behavior. Successful device interrogations happened every day of use of the machine, from the power on to the switch off.

Event description:
It was reported that the interrogation button was grayed on (B)(6) 2015 and the physician could not interrogate devices anymore. When the programmer was rebooted, normal functioning was observed. Preliminary analysis did not confirm the reported behavior. Successful device interrogations happened every day of use of the machine, from the power on to the switch off.